Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to post-sensed t-wave oversensing on the ventricular channel. It was also noted that the patient was electrocuted by an electric fence just prior to feeling the shocks. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.